Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of component. The field service engineer replaced the mini drawer, controller board and configured the mini drawer. Field service engineer also confirmed there is no thermal damage observed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini tray short-circuited. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.